Event description:
It was reported that the bur broke inside the attachment. It was also reported that it is unk if there was pt involvement or adverse consequences as a result of this event. No further info was provided.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for eval. It was visually confirmed that the bur was broken along with shank. The returned bur was measured where possible and all critical specs were met. Part number and lot number info has not been provided to permit further investigation. The root cause is multi-factorial. The attachment associated with this MDR is as follows: part#: 5100120922, lot#: 12042.